Event description:
Pt has lung cancer and was recently released from the hosp. Hosp arranged for pt to receivd home oxygen unit. The tubing that was supplied by the home care supply had a very bad odor which remained throughout the time she was using unit. She told supplier about odor to no avail. She feels odor may not have been very safe. District supv of nonsupply co stated there are several mfrs and that this is a normal plastic odor which occurs all the time. After o2 passes through, odor disappears. He feels it isn't a problem.